Manufacturer narrative:
Device evaluated by manufacturer: the device carrier, blue braided sheath and the green dilator were returned for analysis. The length of the blue braided sheath was within specification. The braided sheath was kinked at approximately 32.8cm, 36.3cm and 40-42 cm. Analysis of the returned introducer catheter revealed that the filter was missing from the capsule, the paper safety sleeve was not in place around the handle of the introducer catheter and that the trigger, (thumb switch) had been unlocked and moved down the deployment track (i.e. An attempt had been made to fire / release the filter). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that during an unspecified procedure, the greenfield filter "exited the vein". A 12 fr greefield filter "crimped on entry and exited the vein". Additional information has been requested and is not available.

Event description:
Same case as MDR ID# 2134265-2012-00238. It was initially reported that the filter crimped on entry and exited the vein and corrected information is that during insertion of a 12 fr greenfield filter, the filter kinked so the device was not used. Another 12 fr greenfield filter was selected for use; however upon deployment the legs did not open. A CT was performed but location of the second filter could not be identified. The procedure was ended at this point.